Manufacturer narrative:
This issue is deemed a reportable event since the malfunction can lead to a delay in the therapy. Another ventilator must be made available. The root cause of the ventilator was a malfunction of the embedded sys modul board. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above.

Event description:
When this c1 was used on a patient, vertical lines appeared on the display, the color became light, and the numerical value could not be seen. The alarm sounded when ambient mode occurred, but ventilation was continued. Ventilation continued after that, but a restart occurred. The display was normal after rebooting but "preventive maintenance required condition removed" was displayed. After that, it worked normally, but about 50 minutes later, a vertical line appeared again on the display and the ambient mode alarm sounded. This time, no restart occurred and ventilation was stopped.